Manufacturer narrative:
Initial and final MDR 1913785 - MDR 3003442380-2024-14723- device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that patient faced infusions set leakage at site within one day of use patient replaced infusion set and resumed insulin successfully. No further information available